Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer stated the medication she's taking makes her blood glucose run high. The customer's blood glucose was 600mg/dl. Customer declined high blood glucose troubleshooting.